Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart transplant. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-89423. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart transplant. There was no medical intervention required by the patient. In the previous report, the b5 was mentioned incorrectly, which should be - there was no report of patient harm or injury. In this report, b1, b2, b7, g3, h1, h6 section has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop heart transplant.the event is assessed as not related to the recalled device.the patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer mentioned incorrect section b1-b2 in previous report. It has been updated in this report. The manufacturer mentioned incorrect section h1 in previous report. It has been updated in this report. Section h6 health effect - clinical code,health effect - impact code and type of investigation findings and investigation conclusions has been updated.